Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator could not acquire a leads ECG tracing during testing. There was no pt involvement.